Event description:
Medwatch uf report no. (B)(4). "Tip of the device broke off. Three hours were spent in laparoscopic and fluoroscopy guided search for the needle tip. Tip was eventually identified in the abdominal wall of the supraumbilical incision site. Incision had to be extended to 3 cm in order to isolate the tip completely and remove it." E-complaint-(B)(4).